Event description:
Pt awoke from routine surgical treatment of a t9 compression fracture with no neurologic deficit but experienced loss of motor function approximately 3 hours post-op. Pt was brought back into the operating room wherein surgeon found and removed bone from the spinal canal. Pt suffered neurologic injury and has not regained full motor control.